Event description:
Customer reports, male pt having a mra of the neck using magnevist as the agent. Injector was programmed and set for drip mode. Check for air in line message did not clear. When tech tried to reduce the flush volume on the "b" side, the injector began infusing from the "a" side, ultimately injecting 7cc of contrast into the pt. The study was then completed normally, with no adverse complications to the pt, and overall the normal dose of contrast was used.

Manufacturer narrative:
Repair cell tested injector, including burn-in testing, but was unable to duplicate the issue described. As the reported issue was an uncommanded movement, the repair cell proactively replaced the interconnect pcb and powerhead cable, as intermittent failures of these components could possibly cause the failure described. Unit was retested, recalibrated and returned to the customer. A review of service activity for the injector serial # shows no further service contacts since the injector was returned at the end of july, 2008.